Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: supplier ¿ mark two engineering (fathom) / inspected and packaged by: monument manufacturing date: 12-may-2023 expiration date: 31-mar-2033 part number: 03.404.018s-us, 11.0mm reamer head for ria 2-sterile lot number: 5861p50 (sterile) lot quantity: (B)(4) nonconformance noted: n/a. Review of the DHR file: production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf rev a, lmd rev b was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 25549 supplied by sterigenics was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 5861p50. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 03.404.m018, ria ii reamer head 11.0mm lot number: 4664p92 lot quantity: (B)(4) total inspection instructions met all inspection acceptance criteria. Certificates of compliance received from mark two engineering dated 18-jan-2023 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 15-mar-2023 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 51-53 hrc. Raw material certificate of tests supplied to banner medical from carpenter dated 30-nov-2022 was reviewed and determined to be conforming. Inspection sheets, incoming final inspection, ns073690 rev b met all inspection acceptance criteria. Device history review a manufacturing record evaluation was performed for the finished device with batch number 5861p50. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees, caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Event description:
It was reported on (B)(6) 2025 that during a ria 2 procedure, the prongs on the ria head that attach to the drive shaft broke during advancement. Ria and im tibial nail. Fragments were generated and ria head prongs were removed. There were not removed easily without additional intervention. Surgeon had to use graspers to pull them out. Surgery was delayed by 15 minutes due to the reported event and procedure was completed successfully. There were no patient status/ outcome / consequences.